Event description:
A stent was implanted in 2003. The pt returned to hospital 6 months later with complications from the procedure. Angiography was performed and instent restenosis was revealed and was treated with angioplasty.